Manufacturer narrative:
Device identification and PMA/510k are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that patient was connected with an ambulatory pump and catheter..the port area and dressing felt wet. The sorbaview and the biopatch were soaked with fluid and with a tinge of blood. A new port needle was connect with the same bag and same rate 5 milliliter ml/hour. Pump connected and observed for 20 minutes. Dressing was clean and dry. No patient injury was reported.